Event description:
Disposable is defective at spike cap junction to drip chamber. Leaks, no pt blood loss, but potential for contamination of sterile area & hcp. Co notified & trying to respond asap. 2nd report for this device.